Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was observed to have a frayed cable. There was no reported injury associated with the event.